Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia and new zealand (oaz). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oaz, omsc concluded that this phenomenon might be attributed to the user handling due to the following. A strong impact such as dropping or hitting a hard object was applied. Or the power cord or inlet connector was sticky with chemicals, etc., and the connection becomes stiff due to the connection in that state, consequently the power cord was pulled out together with the inlet connector. Olympus medical systems corp. (Omsc) was informed from the user that during a maintenance, it was found that the power cord receptacle of the subject device was broken. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) and (B)(6). Oaz checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a maintenance, it was found that the power cord receptacle of the subject device was broken. There was no report of patient injury associated with the event.